Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving sensor error and calibration error alarms. Customer reported of being a brittle diabetic and blood glucose would go high and low. Customer reported of having blood glucose of 40 mg/dl. Customer also reported of having blood glucose versus sensor glucose differences. Customer received assistance and was educated on proper calibrating procedures.